Event description:
Doctor found that implant site #9 was too lingual. Implant site #10 was fine. Implant site # 11 was too buccal. Only implant #10 was successfully implanted. Doctor had to bone graft the other two implant sites.